Event description:
Yesterday, the wall plug completely broke apart in my hands as I was unplugging the device. I simply unplugged the unit from the wall and the large box housing the plug completely separated, a small screw popped out and plastic bits broke off. I have used countless electrical devices and have never had a plug literally fall apart in my hands before.

Manufacturer narrative:
Contact was not made with the customer to obtain add'l info regarding this event. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011. Activities related to this notification are ongoing.